Event description:
During orthopedic surgery, blood from wound collected. Washing procedure started. Heared loud cracking noise, and blood extruded from centrifuge bowl. Crack in plastic noted just above seam on bowl.